Event description:
Livanova deutschland received a report about an s5 hlm device showing a motor control error. The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 hlm system, the event occurred in the united states. Through follow-up communications, livanova learnt that there was an over-occlusion error. Livanova field service engineer visited the site and performed a system checks. Livanova has initiated an investigation. If any additional information is received, a follow up report will be submitted.